Manufacturer narrative:
Manufactures investigation conclusion: the explanted pump was returned for evaluation. The evaluation of the pump confirmed the report of suspected pump thrombosis. Which could have contributed to the elevated pump power values observed in the submitted log file data. The submitted system controller log files cumulatively contained data from 16jun2020 ¿ 29jun2020 and showed that a motor stopped command was received at timestamp (B)(6) 2020 12:27, resulting in a transient reduction in pump speed to 130 revolutions per minute (rpm) with associated active low speed hazard, low flow hazard, and low speed operation flags. The pump did not fully stop and resumed operation at the fixed speed without issue following the event. No additional notable alarms were recorded throughout the log file data and the pump speed otherwise remained above the low speed limit without issue. The fixed speed of the pump was increased approximately 2 hours following the event. In addition, multiple elevated pump power values from 8.0-9.0 watts were observed throughout the log file data, which correlated with elevations in estimated flow peaking at 10.5 liters per minute (lpm). Several of the elevated pump power values were associated with pi events but also occurred during data logger entries. Upon disassembly of the returned pump, a thrombus formation was found surrounding the inlet bearing cup and ball, obstructing approximately 20-30 percent of the blood flow path. The thrombus ring revealed areas of denaturation and appeared to have formed in laminated layers, indicating that it developed on the inlet bearing cup and ball over an undetermined amount of time while the pump was supporting the patient. The evaluation could not determine a specific cause for the development of the observed thrombus formation; however; the thrombus could have increased the drag on the spinning rotor to result in the elevated pump power values recorded in the submitted system controller log file data. Following cleaning of the device, microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the device revealed normal pump power consumption and pressure values that were within manufacturing specification. The pump operated as intended. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii lvas. In addition, the instructions for use (IFU) outlines all system monitor operations and alarm messages and provides information regarding the pump stop button. This document explains that the pump stops within the first few seconds of holding down the pump stop button; however, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient¿s log file was submitted for review due to the patient being monitored for potential pump thrombosis. Log file submitted captured above baseline powers in the 8 watt range all throughout the log file. These higher powers were not sustained and transient in nature. No unusual events were noted. Additional information reported that the patient underwent pump exchange on (B)(6) 2020, from hmii to hm3.